Manufacturer narrative:
(B)(4). Additional concomitant medical products: 3.0 headless compression screws, cat#: ni lot#: ni; t7 driver cann ao, cat#: 110018531 lot#: 14048a. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see all associated reports: 0001825034-2018-08559, 0001825034-2018-08560.

Event description:
It was reported that during a procedure, the tips of two drivers twisted and fractured while implanting the screws. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The devices were returned and evaluated. One tip is twisted and one is broken. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause related to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.